Event description:
It was reported that during a prostatectomy procedure, the jaws would not reopen. The surgeon had to pull on the handles to remove the instrument. Some tissue was torn off. The injury was very benign, and represented no risk for the patient. Another like device was used.

Manufacturer narrative:
The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed, and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.device was not returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.